Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly sent immediately to infectious disease due to continued infection. Additional information regarding treatment details were not provided. The recipient's infection resolved. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced canal breakdown followed by device extrusion. The recipient had a cartilage and facia graft performed to repair the posterior canal wall via the ear canal. The original incision was not opened. The recipient was given antibiotics. The recipient is presenting with discharge.